Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned by the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.